Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening of pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). At the time of the report, the pelvic pain outcome was unknown and the weight increased was resolving. The reporter considered pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from social media received. New event ' weight gain' was added and it's outcome was added. Essure removal date was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening of pain') and abdominal hernia ('hernia in stomach') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), abdominal hernia (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), renal cyst ("cyst in my left kidney"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), amnesia ("memory loss") and allergy to metals ("nickel allergy"), was found to have weight increased ("weight gain") and weight decreased ("weight lost 7-8 pounds") and underwent urinary bladder suspension ("bladder suspension"), cholecystectomy ("gallbladder removed") and eye operation ("surgery of left eye"). The patient was treated with surgery (hernia repair, hernia repaired surgery and hysterectomy, gallbladder removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, weight decreased, abdominal hernia, fibromyalgia, renal cyst, urinary bladder suspension, cholecystectomy, eye operation and allergy to metals outcome was unknown, the weight increased was resolving, the back pain, feeling abnormal and amnesia had resolved and the arthralgia had not resolved. The reporter considered abdominal hernia, allergy to metals, amnesia, arthralgia, back pain, cholecystectomy, eye operation, feeling abnormal, fibromyalgia, pelvic pain, renal cyst, urinary bladder suspension, weight decreased and weight increased to be related to essure. The reporter commented: she could not even throw a ball due to joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-apr-2020: social media received. Event "nickel allergy" added. New reporter added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening of pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-mar-2020: quality-safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening of pain') and abdominal hernia ('hernia in stomach') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), abdominal hernia (seriousness criterion medically significant), fibromyalgia ("fibromyalgia") and renal cyst ("cyst in my left kidney"), was found to have weight increased ("weight gain") and weight decreased ("weight lost 7-8 pounds") and underwent urinary bladder suspension ("bladder suspension"), cholecystectomy ("gallblader removed") and eye operation ("surgery of left eye"). The patient was treated with surgery (hysterectomy, gallbladder removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, back pain, weight decreased, abdominal hernia, fibromyalgia, renal cyst, urinary bladder suspension, cholecystectomy and eye operation outcome was unknown and the weight increased was resolving. The reporter considered abdominal hernia, back pain, cholecystectomy, eye operation, fibromyalgia, pelvic pain, renal cyst, urinary bladder suspension, weight decreased and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received: new event bad lower back pain and lost 7-8 pounds was added. On (B)(6) 2020: no new information added on (B)(6) 2020: social media received. New event added: cyst in my left kidney, hernia, fibromyalgia. Reporter was added. On (B)(6) 2020: fu 7and 8 processed together.social media received: new events were added: bladder suspension and reporter information were updated. On (B)(6) 2020: fu 7and 8 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening of pain') and abdominal hernia ('hernia in stomach') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal hernia (seriousness criterion medically significant), back pain ("bad lower back pain"), fibromyalgia ("fibromyalgia"), renal cyst ("cyst in my left kidney"), arthralgia ("joint pain"), feeling abnormal ("brain fog"), amnesia ("memory loss"), allergy to metals ("nickel allergy") and perforation ("perforation"), was found to have weight increased ("weight gain") and weight decreased ("weight lost 7-8 pounds") and underwent urinary bladder suspension ("bladder suspension"), cholecystectomy ("gallbladder removed") and eye operation ("surgery of left eye"). The patient was treated with surgery (hernia repair, hernia repaired surgery and hysterectomy, gallbladder removed). Essure was removed in june 2018. At the time of the report, the pelvic pain, abdominal hernia, weight decreased, fibromyalgia, renal cyst, urinary bladder suspension, cholecystectomy, eye operation, allergy to metals and perforation outcome was unknown, the weight increased was resolving, the back pain, feeling abnormal and amnesia had resolved and the arthralgia had not resolved. The reporter considered abdominal hernia, allergy to metals, amnesia, arthralgia, back pain, cholecystectomy, eye operation, feeling abnormal, fibromyalgia, pelvic pain, perforation, renal cyst, urinary bladder suspension, weight decreased and weight increased to be related to essure. The reporter commented: she could not even throw a ball due to joint pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: new event perforation nos was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening of pain') and abdominal hernia ('hernia in stomach') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), abdominal hernia (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), renal cyst ("cyst in my left kidney"), arthralgia ("joint pain"), feeling abnormal ("brain fog") and amnesia ("memory loss"), was found to have weight increased ("weight gain") and weight decreased ("weight lost 7-8 pounds") and underwent urinary bladder suspension ("bladder suspension"), cholecystectomy ("gallbladder removed") and eye operation ("surgery of left eye"). The patient was treated with surgery (hernia repair, hernia repaired surgery and hysterectomy, gallbladder removed). Essure was removed in (B)(6) 2018. At the time of the report, the pelvic pain, weight decreased, abdominal hernia, fibromyalgia, renal cyst, urinary bladder suspension, cholecystectomy and eye operation outcome was unknown, the weight increased was resolving, the back pain, feeling abnormal and amnesia had resolved and the arthralgia had not resolved. The reporter considered abdominal hernia, amnesia, arthralgia, back pain, cholecystectomy, eye operation, feeling abnormal, fibromyalgia, pelvic pain, renal cyst, urinary bladder suspension, weight decreased and weight increased to be related to essure. The reporter commented: she could not even throw a ball due to joint pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media report received. New events brain fog and memory loss were added. Outcome was added to the event lower back pain. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening of pain') and abdominal hernia ('hernia in stomach') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("bad lower back pain"), abdominal hernia (seriousness criterion medically significant), fibromyalgia ("fibromyalgia"), renal cyst ("cyst in my left kidney") and arthralgia ("joint pain "), was found to have weight increased ("weight gain") and weight decreased ("weight lost 7-8 pounds") and underwent urinary bladder suspension ("bladder suspension"), cholecystectomy ("gallbladder removed") and eye operation ("surgery of left eye"). The patient was treated with surgery (hysterectomy, gallbladder removed). Essure was removed in (B)(6)2018. At the time of the report, the pelvic pain, back pain, weight decreased, abdominal hernia, fibromyalgia, renal cyst, urinary bladder suspension, cholecystectomy and eye operation outcome was unknown, the weight increased was resolving and the arthralgia had not resolved. The reporter considered abdominal hernia, arthralgia, back pain, cholecystectomy, eye operation, fibromyalgia, pelvic pain, renal cyst, urinary bladder suspension, weight decreased and weight increased to be related to essure. The reporter commented: she could not even throw a ball due to joint pain. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-mar-2020: event joint pain added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('worsening of pain') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had undergone essure removal surgery). At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.